Manufacturer narrative:
The results of this investigation concluded all three cusps contained tears. There was focal inflow pannus on cusp 2. No acute inflammation or significant calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the pannus and tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6)2012, an aortic valve replacement (avr) was performed due to calcification and this 21mm epic supra valve was implanted using single interrupted sutures. Approximately one year ago (2016), the patient became symptomatic with cardiac insufficiency. An echocardiogram was performed and perivalvular leakage (pvl) was suspected. A diuretic was administered and the patient was monitored. In (B)(6) of 2017, recurring cardiac insufficiency appeared. On (B)(6) 2017, a re-do avr was performed due to aortic regurgitation (originally believed to be pvl) and a 21mm carpentier-edwards perimount magna ease aortic heart valve was implanted. Ex vivo, the lcc was reported to be torn and prolapsed inward of the stent post. During explant, the sewing cuff was damaged.